Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 14-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-feb-2018 with the following findings: a review of the pump black box data showed evidence of short battery life as illustrated with a voltage drop leading to cs 128 alarm. During a visual inspection of the pump, the battery compartment was observed to be cracked from threads down to the case seal on the side; the returned battery cap was undamaged and able to fit. There was evidence of moisture corrosion observed in the battery canister and on the battery cap. A leak test failed due a battery compartment leak. During testing, current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation, however, pump damage and moisture was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.